Manufacturer narrative:
(B)(4). The device has been received; however, evaluation has not yet begun. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that unspecified alarms occurred during use on the home choice (hc). The technical service representative (tsr) arranged the return of the device. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device evaluation was completed. The event history log review found that a check supply line alarm appeared multiple times prior to the report. There were also other alarms/failure codes that were listed in the event history log: low drain volume alarms and check lines and bags alarms. Although the occurrence date was unknown for the reported issue of alarms occurring when filling the heater bag (even though the fluid was already in the bag), the evaluation determined that the check supply line alarm was likely to be the issue that was reported. The cause was undetermined. The device was visually inspected and underwent functional and electrical testing, along with a simulated therapy. There were no other defects and malfunctions found with the device. If additional relevant information is obtained, then a follow-up MDR will be submitted.